Event description:
It was reported that the deep brain stimulation (dbs) patient reached the end of the implantable pulse generator (ipg) battery life without receiving the elective replacement indicator (eri) message. The patient experienced inadequate stimulation due to the end of battery life. The patient underwent a revision procedure where the ipg was explanted. Additional information was received indicating the symptoms that patient experienced due to the inadequate stimulation was a worsening of motor symptoms, including increased rigidity and bradykinesia. The patient was admitted to the hospital for the replacement procedure. The explant date was also provided.

Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and confirmed end of service (eos) state had been reached. Analysis of the data log shows that the ipg reached eri 2 years, 8 months, and 7.5 days after the initial active programming. The average energy use index (eui) recorded was 13.5 which corresponds to an estimated theoretical battery lifespan of 2 years, 3 months and 10.3 days. This indicates that the battery lifespan fell within the projected range. According to labeling, batteries that have lasted 12 months or more without entering eri mode will have a minimum of 4 weeks between entering eri mode and reaching the end of battery life. Additionally, the ipg displayed typical characteristics during the visual and functional testing. Device history review: a review of the manufacturing records associated with this ipg indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution sale. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu) product label. It states when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. The longevity of the non-rechargeable stimulator battery depends on the following factors: programmed parameters, system impedance, hours per day of stimulation, and changes to stimulation made by the patient. When the implanted non-rechargeable stimulator is nearing the end of its battery life, the stimulation will enter elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Stimulation is still being provided during this eri period. Batteries that have lasted 12 months or more without entering eri mode will have a minimum of 4 weeks between entering eri mode and reaching end of battery life.

Manufacturer narrative:
Correction to the initial MDR in field g3 bsc aware date. Bsc aware date should have been 08 feb 2025.

Event description:
It was reported that the deep brain stimulation (dbs) patient reached the end of the implantable pulse generator (ipg) battery life without receiving the elective replacement indicator (eri) message. The patient experienced inadequate stimulation due to the end of battery life. The patient underwent a revision procedure where the ipg was explanted. Additional information was received indicating the symptoms that patient experienced due to the inadequate stimulation was a worsening of motor symptoms, including increased rigidity and bradykinesia. The patient was admitted to the hospital for the replacement procedure. The explant date was also provided.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event - exact event date is unknown. D2b: pro code (product code): nhl, pjs; reported here as the pro code exceeded the character limit for designated field.

Event description:
It was reported that the deep brain stimulation (dbs) patient reached the end of the implantable pulse generator (ipg) battery life without receiving the elective replacement indicator (eri) message. The patient experienced inadequate stimulation due to the end of battery life. The patient underwent a revision procedure where the ipg was explanted.

Manufacturer narrative:
Block b3: approximately sometime in june 2022 - exact event date is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient reached the end of the implantable pulse generator (ipg) battery life without receiving the elective replacement indicator (eri) message. The patient experienced inadequate stimulation due to the end of battery life. The patient underwent a revision procedure where the ipg was explanted. Additional information was received indicating the symptoms that the patient experienced due to the inadequate stimulation was a worsening of motor symptoms, including increased rigidity and bradykinesia. The patient was admitted to the hospital for the replacement procedure. The explant date was also provided.